Event description:
Customer reported unexpected negative reactions on galileo. They were in validation when they ran 2 samples on both their galileos and negative antibody screen results were reported on a sample known to contain anti-k.

Manufacturer narrative:
A service call was made. This system had corrupted software that has been addressed by replacing the pc.